Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. A device download restored normal function. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.